Event description:
The customer reported via phone call that the insulin pump was not dispensing as much insulin as it did before. Customer's blood glucose level was 197 mg/dl. The customer was not confident in the insulin pump and wanted the insulin pump replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window.